Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, surgery (surgical background: ear, varicose veins, nasal polyps), pregnancy (pregnancies 2, abortions 1, births 2), irregular menstruation and bleeding breakthrough. Concurrent conditions included short-bowel syndrome. Family history included uterine cancer (maternal aunt). In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced menometrorrhagia ("excessive menstrual bleeding/ intermenstrual bleeding, cycles of 21 days/ breakthrough bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("pain in the abdominal area"), back pain ("low back pain"), headache ("headaches"), adenomyosis ("uterine adenomyosis"), arthralgia ("joint pain"), swelling ("swelling"), dizziness ("dizziness"), fatigue ("constant tiredness"), inflammation ("inflammation in the abdominal area"), loss of libido ("lack of sexual desire"), anxiety ("anxiety") and varicose vein ("varicose vein problems"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the menometrorrhagia, abdominal pain, back pain and inflammation had not resolved and the headache, adenomyosis, arthralgia, swelling, dizziness, fatigue, loss of libido, anxiety and varicose vein outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, back pain, dizziness, fatigue, headache, inflammation, loss of libido, menometrorrhagia, pelvic pain, swelling and varicose vein to be related to essure. The reporter commented: as per medical records: patient continued to have hypermenorrhea/ metrorrhagia after removal of essure, diagnosis of perimenopausal metrorrhagia. At last control of (B)(6) 2018 the patient was asymptomatic. At time of report, symptoms did not subside, patient reported that she continued to have pain in the abdominal area and the lower back and inflammation in the abdominal area. Diagnostic results (normal ranges are provided in parenthesis if available): blood test on (B)(6) 2014: normal hemogram and blood clotting study. Blood chemistry: total cholesterol 226, high density lipoprotein 79, low density lipoprotein 138, vitamin d 14. Gastrin, thyroid function test, and cancer antigen 125: normal; on (B)(6) 2016: vitamin d 26. Thyroid function test: thyroid-stimulating hormone 0.25. Free triiodothyronine 3. Free thyroxine 8.44. Gastrin and cancer antigen 125: normal immunological faecal occult blood test: 0 - 0 - 0 ng/ml. Colonoscopy on (B)(6) 2012: exam done due to known family history. Very poor preparation with abundant remains that limit the study of the mucosa. Postural changes were needed due to the presence of marked angulations, the caecum is reached and the caecal fundus is identified. With the caveat of the poor preparation, no parietal or vascular lesions observed; on (B)(6) 2014: exploration reaches the caecum, with good preparation and marked angulations. No alterations observed. Cytology in 2014: negative for malignancy. Hysteroscopy in (B)(6) 2017: normal endocervical canal. Regular uterine cavity lined by a proliferative endometrium in which no myomatous nodules were observed. Small adenomyotic area on the posterior left horn. The left tube essure device is observed, but not the right one. In the right uterine horn, a more vascularized area is observed, with dilated vessels that could indicate the existence of a myoma below that area. Laparoscopy on (B)(6) 2017: findings: adenomyotic uterus. Normal adnexa. Both essure devices are removed and a bilateral salpingectomy is performed. Pathology test on (B)(6) 2017: macroscopic: two tubal formations of 6 cm and 6 cm in length, one of them has a cystic formation with a semi-transparent content of 2x2 cm. Intrauterine device and two coils are received in the same container. Contents: (a1) one tube, (a2) cyst from one of the tubes, (a3) the other tube. Ultrasound scan in (B)(6) 2010: performed 3 months after insertion of devices, which are normally inserted; in 2014: 16-mm intramural myoma, normal ovaries, and normally inserted essure devices; in 2016: 18-mm intramural myoma on the uterine anterior face, normal ovaries; in 2017: anteverted uterus measuring 53 mm in anteroposterior diameter with a subserosal intramural myoma on the anterior face measuring 35x33 mm and a submucosal intramural myoma on the posterior face measuring 18x19 mm. Proliferative endometrium measuring 7.8 mm. Both ovaries are normal in size with some follicular images. Both essure devices are observed. No free fluid. X-ray on (B)(6) 2018: good general condition, asymptomatic, x-ray negative, no evidence of essure devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, surgery (surgical background: ear, varicose veins, nasal polyps), pregnancy (pregnancies 2, abortions 1, births 2), irregular menstruation and bleeding breakthrough. Concurrent conditions included short-bowel syndrome. Family history included uterine cancer (maternal aunt). In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("excessive menstrual bleeding/ intermenstrual bleeding, cycles of 21 days/ breakthrough bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("pain in the abdominal area"), back pain ("low back pain"), headache ("headaches"), adenomyosis ("uterine adenomyosis"), arthralgia ("joint pain"), swelling ("swelling"), dizziness ("dizziness"), fatigue ("constant tiredness"), inflammation ("inflammation in the abdominal area"), loss of libido ("lack of sexual desire"), anxiety ("anxiety") and varicose vein ("varicose vein problems"). The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the menorrhagia, abdominal pain, back pain and inflammation had not resolved and the headache, adenomyosis, arthralgia, swelling, dizziness, fatigue, loss of libido, anxiety and varicose vein outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, back pain, dizziness, fatigue, headache, inflammation, loss of libido, menorrhagia, pelvic pain, swelling and varicose vein to be related to essure. The reporter commented: as per medical records: patient continued to have hypermenorrhea/ metrorrhagia after removal of essure, diagnosis of perimenopausal metrorrhagia. At last control of (B)(6) 2018 the patient was asymptomatic. At time of report, symptoms did not subside, patient reported that she continued to have pain in the abdominal area and the lower back and inflammation in the abdominal area. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2014: normal hemogram and blood clotting study. Blood chemistry: total cholesterol 226, high density lipoprotein 79, low density lipoprotein 138, vitamin d 14. Gastrin, thyroid function test, and cancer antigen 125: normal; on (B)(6) 2016: vitamin d 26. Thyroid function test: thyroid-stimulating hormone 0.25. Free triiodothyronine 3. Free thyroxine 8.44. Gastrin and cancer antigen 125: normal immunological faecal occult blood test: 0 - 0 - 0 ng/ml. Colonoscopy - on (B)(6) 2012: exam done due to known family history. Very poor preparation with abundant remains that limit the study of the mucosa. Postural changes were needed due to the presence of marked angulations, the caecum is reached and the caecal fundus is identified. With the caveat of the poor preparation, no parietal or vascular lesions observed; on (B)(6) 2014: exploration reaches the caecum, with good preparation and marked angulations. No alterations observed. Cytology - in 2014: negative for malignancy. Hysteroscopy - in (B)(6) 2017: normal endocervical canal. Regular uterine cavity lined by a proliferative endometrium in which no myomatous nodules were observed. Small adenomyotic area on the posterior left horn. The left tube essure device is observed, but not the right one. In the right uterine horn, a more vascularized area is observed, with dilated vessels that could indicate the existence of a myoma below that area. Laparoscopy - on (B)(6) 2017: findings: adenomyotic uterus. Normal adnexa. Both essure devices are removed and a bilateral salpingectomy is performed. Pathology test - on (B)(6) 2017: macroscopic: two tubal formations of 6 cm and 6 cm in length, one of them has a cystic formation with a semi-transparent content of 2x2 cm. Intrauterine device and two coils are received in the same container. Contents: (a1) one tube, (a2) cyst from one of the tubes, (a3) the other tube. Ultrasound scan - in (B)(6) 2010: performed 3 months after insertion of devices, which are normally inserted; in 2014: 16-mm intramural myoma, normal ovaries, and normally inserted essure devices; in 2016: 18-mm intramural myoma on the uterine anterior face, normal ovaries; in 2017: anteverted uterus measuring 53 mm in anteroposterior diameter with a subserosal intramural myoma on the anterior face measuring 35x33 mm and a submucosal intramural myoma on the posterior face measuring 18x19 mm. Proliferative endometrium measuring 7.8 mm. Both ovaries are normal in size with some follicular images. Both essure devices are observed. No free fluid. X-ray - on (B)(6) 2018: good general condition, asymptomatic, x-ray negative, no evidence of essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.